Event description:
It was reported that a pta balloon ruptured circumferentially at 12 atm during the second or third inflation and separated into two pieces within the pt. The pta balloon dilatation catheter was removed and the detached component was successfully retrieved with a snare in its entirety. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The sample has not been returned to the MFR to date. The investigation is currently underway.